Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient came in emergently with abdominal pain and computed tomography (CT) showed a type 3b endoleak. The physician elected to implant an additional bifurcated stent and two suprarenal aortic extensions to seal the endoleak. The patient has been reported to be in stable condition post procedure.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the type 3b endoleak. There was evidence to support the following additional observations; a type 2 endoleak from patent lumbar arteries, aneurysm sac growth, a type 3a endoleak with complete component separation, and rupture. The clinical evaluation identified the following potential contributing factors to the reported event; off label use due to patient anatomy, suboptimal cuff sizing, aneurysm sac growth, complete component separation, and patent lumbar arteries. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.